Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.0/3.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vault. In a second surgery on (B)(6) 2022 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - corrected to : " the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.0/3.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged with a shorter length lens on (B)(6) 2022 due to excessive vault and refractive surprise. Reportedly, "the patient's postoperative ucva was not good and couldn't reach the preoperative cdva. There was high vault and refractive residual, so the refractive power was adjusted at the same time when the lens was replaced'. This resolved the problem. Cause of the event is reported as unknown." In the initial MDR. H6 - health effect - clinical code: 2137 should be added to the initial MDR. H6 - medical device problem code: 1401 should be added to the initial MDR. Claim # (B)(4).